Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue. The third party service agent will replace the device's main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The device was not returned to physio-control for evaluation. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that the device they were evaluating had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
A third party service agent contacted physio-control to report that the device they were evaluating had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
A third party service agent contacted physio-control to report that the device they were evaluating had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.